Manufacturer narrative:
Not returned.

Event description:
It was reported the patient presented to the hospital after receiving an inappropriate shock due to svt oversensing. Programming changes were made. The patient was in good condition during and post programming changes.